Event description:
It has been reported that tibial insert did not lock down in mechanism. After several attempts, another insert same size was opened and immediatelysnapped onto the baseplate properly. There was no adverse consequence for the pt or delay in surgery or anesthesia time.